Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 46 mg/dl at the time of the incident. The customer was at 205 mg/dl at the time of the call. The customer used food to treat. The customer believes the pump was over delivering. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but did not resolve the issue. The customer stated that their pump drive support cap was flush. The customer had adjusted their basal rates but was still waking up low. The insulin pump will be returned for analysis. Pump passed functional testing.